Manufacturer narrative:
G4: 02mar2020. B4: 23mar2020. H11: correction to b1 and h1. The field service engineer (fse) evaluated the ventilator and could not verify the reported problem. The customer confirmed once again that the battery was not connected and the unit was not plugged into alternate current (ac) power when the reported problem occurred, and this was the suspected cause of the problem. The fse completed performance assurance testing and the unit successfully passed. No parts were replaced. The customer did not confirm if the patient required medical intervention as a result of this event. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported that the unit shut off. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The customer reported to have completed performance assurance testing and the unit successfully passed. The customer also reported that upon evaluation the battery appeared to be disconnected and this was the suspected cause of the problem.